Event description:
It was reported via phone; I had a total knee replacement on (B)(6) 2023 on my right knee. The knee felt hot, pain and I was unable to bend it hardly any movement in it. My dr. Examined me in (B)(6) and stated it was loose. I had a revision on (B)(6) 2023 however the issue persisted. On (B)(6) 2024, I had another surgery to clean the knee. The issue still persisted. Then on (B)(6) 2025 a different dr. Performed a bone scan and found that the knee was still loose. Another revision was performed all the stryker implants were explanted and replaced with competitor implants. Patient also reported that they had a left partial knee replacement on (B)(6) 2022 with stryker implants. They are experiencing clicking, pain and looseness. This pi is for the 2024 right knee revision.